Manufacturer narrative:
The pt's age and gender were requested but were not received.

Event description:
It was reported that during a surgical procedure using a coblator ii surgery system, the power and controller settings would fluctuate on their own. The manufacturer has attempted to follow up with the reporter regarding this event but has been unsuccessful. No other complications were reported as a result of this event.